Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side "capsular contraction baker grade iii/IV". Device evaluation: analysis of the returned device identified the weight the device within specification, crease flat and white particles. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported no complaint against right device. Physician later reported capsular "contracture", baker grade unspecified via device tracking. The device has been replaced.